Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Neurological event may occur during this type of procedure and as listed in the instructions for use as a known potential adverse patient event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, could not be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Manufacturer narrative:
(B)(4). Stroke may occur during this type of procedure and is listed in the instructions for use, as a known potential adverse event associated with the use of the product.

Event description:
It was reported via a trial that 21 days post an uneventful stenting procedure of the left internal carotid artery, the patient experienced a neurological event of amaurosis fugax and left visual deficit which was described as "a black spot of the left eye" lasting for 5 days and resolved spontaneously on (B)(6) 2011. Date of the index procedure was (B)(6) 2011 and the patient was discharged to home (B)(6) 2011. No additional information was provided.

Event description:
Subsequent to the initial report submitted, additional information was received which indicates that the patient experienced an ischemic, ipsilateral, minor stroke. No additional information was provided.